Manufacturer narrative:
It was confirmed that cpu (central processing unit) board was replaced to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a check vent: backup alarm failed" (diagnostic code: 1104) was confirmed in the event log. Occurred during patient setup. There was no reported harm to patient/user. The device was removed from service. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was confirmed that backup alarm failed" (diagnostic code: 1104) shows in the log, also code:5021 shows pass for both speakers. The rse advised the customer that the cpu board needs to be replaced and provided the part ID.